Event description:
A (B)(6) female pt's daughter contacted zoll customer support to report constant check belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (constant check belt alarms) has been confirmed upon eval, there was a broken pulse wire inside the cable connecting the distribution mode (dn) to ECG electrode b. The cause of the check belt alarms is the damaged pulse wire. The root cause of the damaged wire cannot be positively identified, but is likely excessive force. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.